Manufacturer narrative:
As no device or serial number was provided, the investigation focused on the comments provided by the medical investigation specialist as follows. Per complaint details and communication, the integra grafting failed, acell and negative pressure was applied post debridement and a hematoma formation was noted the following day. The post debridement photos appear to reflect an extensive wound bed with excessively deep margins with active oozing of frank blood. It remains unknown if anticoagulation was included in the concomitant therapy with the negative pressure /wound vac post op debridement with the versajet. Generally, negative pressure wound vac ifus caution against use over exposed blood vessels and nerves and require vigilant assessment with active bleeding sites. Although the setting is unknown, the versajet IFU warns that higher settings result in more aggressive debridement the device can cut soft tissues. No further clinically relevant supporting documentation was provided for inclusion in this medical investigation. In conclusion: based on the submitted photos along with the limited information provided, the root cause of the hematoma formation cannot be concluded; however, the depth of debridement, higher setting/aggressive versajet, and concomitant therapies (i.e. Anticoagulation and negative pressure wound vac) cannot be ruled out as possible contributing factors to the reported hematoma formation as it is a known potential and significant post operative complication. The patient impact beyond the reported hematoma, probable pain, and possible acute blood loss anemia and symptomatic treatment cannot be determined especially in light of the other complications. No further medical assessment is warranted at this time.

Event description:
It was reported that a patient experienced a hematoma formation after usage of versajet and application of acell product on (B)(6) 2018 for an acute wound. The hematoma was discovered on (B)(6) 2018 a day after the surgical wound procedure was performed at (B)(6). The (B)(6) male patient was in a motorcycle accident ~4 weeks earlier where he incurred a large de-gloving injury with exposed bone and tendon on his left leg. Integra had been placed but was not taking; it was removed and replaced with acell product on (B)(6) 2018. Wound vac had been utilized for several weeks prior to the surgery on (B)(6) 2018. During the procedure acell product was focused mainly on the exposed areas: bone, tendon and undermining; after use of versajet. The hematoma was discovered on (B)(6) 2018 during a routine wound vac when the it was noticed the output didn't look normal. The patient was taken to the or due to a clot. Excessive bleeding was discovered on the bone, tendon and undermining. The patient has an x-fix device on his leg and ongoing wound vac therapy.